Event description:
It was reported that the lead had low impedance and failure to capture. It was further reported that the lead was not pacing or sensing. Upon examination, the physician noted an apparent insulation issue. The lead was explanted and replaced. The patient was a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The outer insulation was breached (clavicle-rib crush). All conductors were distorted, the proximal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix/lobe mechanism.